Event description:
It was reported that the patient passed away. The patient had multiple comorbidities, however the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.